Manufacturer narrative:
Covidien service center confirmed that the display is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. Replaced. Test unit passed according to the service manual.(B)(4).

Event description:
Covidien received information that this n65 pulse oximeter display is missing segments. The failure happened when the device was not being used on a patient.